Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the b30 error was caused by fluid on the contacts of the scope. However, the cause of the moisture was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
A distributor reported to olympus that the video system center flat paddle connector fails to connect and clicking in. The event occurred during preparation for use. During a standard service inspection of repair, a b30 error was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Device return date: unknown. Upon inspection of the device, a b30 error was displayed when the h170 scopes were connected. The inspector suspected that a wet video connector was connected to the processor. In addition, a faulty receptacle and a cracked front panel were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.